Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were unable to increase intensity and were seeing settings not available (59) on their controller. Patient confirmed controller 50% and ins 100%. Agent walked patient through changing group settings; however, patient was still unable able to increase stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider and rep to further address the issue. Additional information received from the manufacturer representative reported that the met the patient and interrogated the battery. The 0-5 electrodes were greater than 4000 and the patient had programming on these electrodes. The patient had a loss of stimulation as they could not increase the intensities. The rep reprogrammed to the other lead and the patient got good coverage. The patient admitted to falling but was unclear on the exact date. The issue was resolved.